Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor ,bowel dysfunction/sacral nerv stim it was reported that they have had a return of baseline symptoms and thought the therapy was not working. They did not know when this started but stated hey were having pains in their vagina area and all of a sudden a couple times they had to run to the bathroom. Reviewed how to use the handset and communicator , but the patient was not able to connect and was encountering the "device not responding" message. The patient tried repositioning the communicator, but this did not resolve the issue. Reviewed possible eos and redirected patient to schedule device check with managing physician. The patient stated they have not seen their previous physician in 2 years and would prefer to find someone closer. Sent physician listings.